Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2024, the luer hub was found a crack during used on the patient. Associated 9680794-2024-00165, 9680794-2024-00168 and 9680794-2024-00166.

Manufacturer narrative:
(B)(4). The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. The customer returned one hem odialysis connector assembly for evaluation. Signs-of-use were observed on the returned device. Visual inspection of the connector revealed both the venous (blue) and arterial (red) luer hubs were cracked at the threads. This damage is consistent with repeated ove rtightening of the hubs during use. A lab inventory syringe filled with water was attached to both extension lines and flushed. Water was observed leaking out of the crack on the luer hubs' threads. The IFU provided with the kit informs the user, "repeated over ti ghtening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unint entional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"10 jan 2024, the luer hub was found a crack during used on the patient. Associated 9680794-2024-00165, 9680794-2024-00168 and 9680794-2024-00166.